Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting 'noisy' electrograms resulting in oversensing and pacing inhibition.